Event description:
The hcp reported that when the pump was interrogated in 2007, the event logs noted a motor stall and tube set message. The pump was alarming. The pump had been implanted approx a month before; the motor stall occurred the same day, the tube set was 48 hours later. Three days later, the patient was admitted to the hospital for seizures; then transferred to a nursing home; and was presently still at the nursing home. It was recommended that the hcp re-interrogate the pump, to see if the event logs recorded a recovery. The hcp further reported that upon re-interrogation there was not a motor stall recovery message in the event logs. The reservoir was accessed - the expected reservoir volume was 13 cc, the actual reservoir volume was 14cc. At implant, the new pump had been filled with 15cc of drug from the old pump reservoir. The hcp planned to program a safe therapeutic bolus dose to confirm patient response. It was recommended that the event logs be accessed and reviewed following the single bolus dose to confirm a recovery. If no recovery, a roller study should be done to confirm pump function. It was later reported that a roller study was done the following month, and the rollers did not move. The hcp and patient were still in the process of determining the appropriate course of action. It was further reported on ten days later that during the diagnostic testing of the pump, the hcp had to go through the seroma to access the pump and the patient was bleeding and in pain during the procedure. The pump stall was confirmed (date not reported). The hcp had weaned the patient off of the pump and she was doing okay. She was still in rehab, but expected to go home in 4 days. The hcp stated that it was unlikely that the pump would be explanted due to the patient's age and health condition. The patient's daughter reported that the patient was in a lot of pain and also diabetic. She stated that because of her mother's advanced age and the trauma she just went through, she had indicated she no longer wanted the pump and will be put on oral medications. A week later, the patient's daughter reported that her mother had now come home from the rehabilitation home. She stated that her mother was still not feeling well at all and did not want any further surgery for now or have the pump "pulled". She confirmed that the pump was not working and was turned off. The daughter said the patient can no longer walk her walker, which she was able to do prior to surgery. The pump had been programmed to deliver dilaudid. Clonidine and fentanyl. The concentrations and daily dose were not reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.